Manufacturer narrative:
E1: address: (B)(6). Autonomous region; postal code (hospital): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the pump head of the subject device was damaged. The event was identified during an unspecified diagnostic examination that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flushing pump not working. Based on the results of the investigation, it is likely the flushing pump was not working due to pump head failure cause by deterioration of the device. A definitive root cause of the event could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.